Event description:
It was reported that when the box was opened on (B)(6) 2012, a scratch mark was see on the tyvek packaging of 1 reservoir. It seemed to be cut by an instrument like a cutter. The product was not used on a patient and therefore no adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned and visually evaluated. It had a mark cut by an instrument like a cutter. Conclusion: all samples selected for functional testing passed with zero failures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.